Event description:
It was reported that removal difficulties and distal tip detachment occurred. The chronic totally occluded (cto) target lesion was located in the highly calcified anterior tibial artery. A 300cm straight tip v-14 control wire was advanced to cross the lesion and a 2x120 coyote balloon catheter was used for support. However, during the procedure, the wire would not advance further and was buckled approximately half way down the tibial artery. The physician felt a little resistance upon pulling the wire back into the catheter and noticed the small black ball just beyond the catheter tip. The device was completely removed and confirmed that the distal 1cm of polymer was stripped off of the wire. No attempt was made to retrieve the small piece of polymer since it was stuck in the middle of a completed occluded artery causing no obstruction. The physician tried crossing the cto again with a .035 non-bsc wire, but was still unsuccessful. They were satisfied with the successful treatment of the superficial femoral artery, so the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the v-14 control wire was returned for analysis. A section of the polymer jacket was detached and peeled from the tip at the distal section, and it was observed the wire kinked at the tip. No other issues were noted with the device. Microscopic inspection confirmed the polymer jacket was detached and peeled from the tip at the distal section, and it was observed the wire was kinked at the tip.

Event description:
It was reported that removal difficulties and distal tip detachment occurred. The chronic totally occluded (cto) target lesion was located in the highly calcified anterior tibial artery. A 300cm straight tip v-14 control wire was advanced to cross the lesion and a 2x120 coyote balloon catheter was used for support. However, during the procedure, the wire would not advance further and was buckled approximately half way down the tibial artery. The physician felt a little resistance upon pulling the wire back into the catheter and noticed the small black ball just beyond the catheter tip. The device was completely removed and confirmed that the distal 1cm of polymer was stripped off of the wire. No attempt was made to retrieve the small piece of polymer since it was stuck in the middle of a completed occluded artery causing no obstruction. The physician tried crossing the cto again with a .035 non-bsc wire, but was still unsuccessful. They were satisfied with the successful treatment of the superficial femoral artery, so the procedure was completed. There were no patient complications reported.